Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pid') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 683263-invalid, 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, nickel sensitivity, penicillin allergy, allergic reaction to antibiotics, right lower quadrant pain, hives, low back pain, excess sweating, cold hands, cold feet, tendency to bruise easily, acne, crawling sensation, decreased night vision, nasal discharge watery excessive, numbness, tingling, cold intolerance, night sweats, varicose veins, spider vein, abdominal pain, cramp in lower abdomen, painful periods, soreness breast, vaginal dryness, vaginal discharge, mood swings, libido decreased and headache. On (B)(6) 2009 urine hcg should negative. Concomitant products included diclofenac sodium (anti-inflammatory) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash ("full body rash at different times"), pruritus ("extremely itchy"), arthralgia ("joint pain / knees pain"), pain in jaw ("jaw pain"), pain in extremity ("hand pain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, allergy to metals, rash, arthralgia, pain in jaw, pain in extremity and abdominal distension outcome was unknown and the pruritus had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, pain in extremity, pain in jaw, pelvic inflammatory disease, pelvic pain, pruritus and rash to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2009 and (B)(6) 2009. Bilateral essure coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure devices are in place in satisfactory position with occlusion of the tubes and lack of any spillage of contrast. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pruritus, rash generalized, pelvic pain, arthralgia, allergy to metals. Lot number: 683263 was found to be invalid , lot number: 646522, manufacturing date: 2009/06, expiration date: 2012/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event bloating added. Event itchy outcome added as not recovered /not resolved. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('suspected expelled essure device/'), pelvic pain ('pain'), pelvic inflammatory disease ('pid') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 646522, 683263-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, nickel sensitivity, penicillin allergy, allergic reaction to antibiotics, right lower quadrant pain, hives, low back pain, excess sweating, cold hands, cold feet, tendency to bruise easily, acne, crawling sensation, decreased night vision, nasal discharge watery excessive, numbness, tingling, cold intolerance, night sweats, varicose veins, spider vein, abdominal pain, cramp in lower abdomen, painful periods, soreness breast, vaginal dryness, vaginal discharge, mood swings, libido decreased and headache. On (B)(6) 2009 urine hcg should negative. Concomitant products included diclofenac sodium (anti-inflammatory) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash ("full body rash at different times"), pruritus ("extremely itchy"), arthralgia ("joint pain / knees pain"), pain in jaw ("jaw pain"), pain in extremity ("hand pain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, pelvic inflammatory disease, autoimmune disorder, allergy to metals, rash, arthralgia, pain in jaw, pain in extremity and abdominal distension outcome was unknown and the pruritus had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, device dislocation, pain in extremity, pain in jaw, pelvic inflammatory disease, pelvic pain, pruritus and rash to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2009 and (B)(6) 2009. Bilateral essure coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure devices are in place in satisfactory position with occlusion of the tubes and lack of any spillage of contrast. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pruritus, rash generalized, pelvic pain, arthralgia, allergy to metals. Lot number: 683263 was found to be not valid. Lot number: 646522 manufacturing date: 2009/06 expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical record received. Reporter was added. New event added: expelled essure device. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('suspected expelled essure device'), pelvic pain ('pain'), pelvic inflammatory disease ('pid') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 646522, 683263-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, nickel sensitivity, penicillin allergy, allergic reaction to antibiotics, right lower quadrant pain, hives, low back pain, excess sweating, cold hands, cold feet, tendency to bruise easily, acne, crawling sensation, decreased night vision, nasal discharge watery excessive, numbness, tingling, cold intolerance, night sweats, varicose veins, spider vein, abdominal pain, cramp in lower abdomen, painful periods, soreness breast, vaginal dryness, vaginal discharge, mood swings, libido decreased and headache. On (B)(6) 2009 urine hcg should negative. Concomitant products included diclofenac sodium (anti-inflammatory) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash ("full body rash at different times"), pruritus ("extremely itchy"), arthralgia ("joint pain / knees pain"), pain in jaw ("jaw pain"), pain in extremity ("hand pain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, pelvic inflammatory disease, autoimmune disorder, allergy to metals, rash, arthralgia, pain in jaw, pain in extremity and abdominal distension outcome was unknown and the pruritus had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, device expulsion, pain in extremity, pain in jaw, pelvic inflammatory disease, pelvic pain, pruritus and rash to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2009. Bilateral essure coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure devices are in place in satisfactory position with occlusion of the tubes and lack of any spillage of contrast. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pruritus, rash generalized, pelvic pain, arthralgia, allergy to metals. Lot number: 683263 was found to be not valid. Lot number: 646522. Manufacturing date: 2009/06. Expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: coding request event ¿device dislocation¿ updated to ¿device expulsion¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pid') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 646522, 683263-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, nickel sensitivity, penicillin allergy, allergic reaction to antibiotics, right lower quadrant pain, hives, low back pain, excess sweating, cold hands, cold feet, tendency to bruise easily, acne, crawling sensation, decreased night vision, nasal discharge watery excessive, numbness, tingling, cold intolerance, night sweats, varicose veins, spider vein, abdominal pain, cramp in lower abdomen, painful periods, soreness breast, vaginal dryness, vaginal discharge, mood swings, libido decreased and headache. On (B)(6) 2009 urine hcg should negative. Concomitant products included diclofenac sodium (anti-inflammatory) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash ("full body rash at different times"), pruritus ("extremely itchy"), arthralgia ("joint pain / knees pain"), pain in jaw ("jaw pain"), pain in extremity ("hand pain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, allergy to metals, rash, arthralgia, pain in jaw, pain in extremity and abdominal distension outcome was unknown and the pruritus had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, pain in extremity, pain in jaw, pelvic inflammatory disease, pelvic pain, pruritus and rash to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2009 and (B)(6) 2009. Bilateral essure coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure devices are in place in satisfactory position with occlusion of the tubes and lack of any spillage of contrast. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pruritus, rash generalized, pelvic pain, arthralgia, allergy to metals. Lot number: 683263 was found to be not valid. Lot number: 646522 manufacturing date: 2009/06 expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pid") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 683263-invalid, 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, nickel sensitivity, penicillin allergy, allergic reaction to antibiotics, right lower quadrant pain, hives, low back pain, excess sweating, cold hands, cold feet, tendency to bruise easily, acne, crawling sensation, decreased night vision, nasal discharge watery excessive, numbness, tingling, cold intolerance, night sweats, varicose veins, spider vein, abdominal pain, cramp in lower abdomen, painful periods, soreness breast, vaginal dryness, vaginal discharge, mood swings, libido decreased and headache. On (B)(6) 2009 urine hcg should negative. Concomitant products included diclofenac sodium (anti-inflammatory) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash generalised ("full body rash at different times"), pruritus ("extremely itchy"), arthralgia ("joint pain / knees pain"), pain in jaw ("jaw pain") and pain in extremity ("hand pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, allergy to metals, rash generalised, pruritus, arthralgia, pain in jaw and pain in extremity outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, pain in extremity, pain in jaw, pelvic inflammatory disease, pelvic pain, pruritus and rash generalised to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2009. Bilateral essure coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure devices are in place in satisfactory position with occlusion of the tubes and lack of any spillage of contrast.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pruritus, rash generalized, pelvic pain, arthralgia, allergy to metals. Lot number: 683263 was found to be invalid. Lot number: 646522 manufacturing date: 2009/06 expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pid") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 646522, 683263-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, nickel sensitivity, penicillin allergy, allergic reaction to antibiotics, right lower quadrant pain, hives, low back pain, excess sweating, cold hands, cold feet, tendency to bruise easily, acne, crawling sensation, decreased night vision, nasal discharge watery excessive, numbness, tingling, cold intolerance, night sweats, varicose veins, spider vein, abdominal pain, cramp in lower abdomen, painful periods, soreness breast, vaginal dryness, vaginal discharge, mood swings, libido decreased and headache. On (B)(6)2009 urine hcg should negative. Concomitant products included diclofenac sodium (anti-inflammatory) and ibuprofen. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash generalised ("full body rash at different times"), pruritus ("extremely itchy"), arthralgia ("joint pain / knees pain"), pain in jaw ("jaw pain") and pain in extremity ("hand pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, allergy to metals, rash generalised, pruritus, arthralgia, pain in jaw and pain in extremity outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, pain in extremity, pain in jaw, pelvic inflammatory disease, pelvic pain, pruritus and rash generalised to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6)2009 and (B)(6)2009. Bilateral essure coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: the essure devices are in place in satisfactory position with occlusion of the tubes and lack of any spillage of contrast.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pruritus, rash generalized, pelvic pain, arthralgia, allergy to metals. Most recent follow-up information incorporated above includes: on 5-mar-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pid") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 646522, 683263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, nickel sensitivity, penicillin allergy, allergic reaction to antibiotics, right lower quadrant pain, hives, low back pain, excess sweating, cold hands, cold feet, bruising, acne, crawling sensation, decreased night vision, nasal discharge watery excessive, numbness, tingling, cold intolerance, night sweats, varicose veins, spider vein, abdominal pain, cramp in lower abdomen, painful periods, soreness breast, vaginal dryness, vaginal discharge, mood swings, libido decreased and headache. On (B)(6) 2009 urine hcg should negative. Concomitant products included diclofenac sodium (anti-inflammatory) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash generalised ("full body rash at different times"), pruritus ("extremely itchy"), arthralgia ("joint pain/knees pain"), pain in jaw ("jaw pain") and pain in extremity ("hand pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, allergy to metals, rash generalised, pruritus, arthralgia, pain in jaw and pain in extremity outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, pain in extremity, pain in jaw, pelvic inflammatory disease, pelvic pain, pruritus and rash generalised to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2009 and (B)(6) 2009. Bilateral essure coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure devices are in place in satisfactory position with occlusion of the tubes and lack of any spillage of contrast. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pruritus, rash generalized, pelvic pain, arthralgia, allergy to metals. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.